Manufacturer narrative:
(B) (4). (B) (4). Damaged articulation gear teeth. Eval summary: the analysis showed that the device was received with the articulation gear damaged. The device was received with a reloads present. The reload was received void of staples and with the lockout tab normal. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended, however, the articulation mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at finished goods quality assurance. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, the device did not fire at all. No further info is available. Another device was used to complete the procedure. There were no adverse consequences to the pt.